Event description:
"(B)(4): blisters; (B)(4): rash; (B)(4): wound." Pt presented to ed (B)(6) 2024 after referral by podiatry for worsening of lle (lower left extremity) wound. Pt was admitted and discharged the following day. Initially received vancomycin/zosyn in emergency department, zosyn was deescalated to unasyn, discharged on doxycycline/augmentin, mescalt and hydrofera blue dressings (B)(6) 2024. Podiatry follow up noted worsening of wound, planned to transition to santyl/mepitel silver moving forward. Per podiatry addendum (B)(6) 2024, concern of potential allergy to dressings as cause of worsening wound, noted that these findings were non-conclusive. Diagnosis for use: wound care. Ref report: mw5163698.